Event description:
It was reported that the patient was septic and thought there may be a mass growing on the right ventricular (rv) lead. The patient's whole system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.